Event description:
Patient with high-grade urothelial carcinoma completed 3 cycles of enfortumab vedotin on (B)(6) 2025 and stereotactic radiation therapy (3250 cgy/5 fractions) (B)(6) 2025, subsequently underwent a robotic-assisted cystectomy with the creation of an ileal conduit on (B)(6) 2025 and was discharged on (B)(6) 2025. Upon returning home, the patient had a diminished appetite, consuming only a few bites of food and a glass of water. She experienced nausea after taking a pain pill, which she vomited up approximately 15 minutes later (3:15). She then vomited another 15 min (3:30). She reports no bowel movements since (B)(6) 2025. She has started to pass a little gas while in the emergency department. She has not taken any bowel regimen since discharge on (B)(6) 2025. Due to her benign exam and lack of large gastric bubble on imaging today, emesis likely 2/2 to taking pain medication on an empty stomach. Breast cancer in 2000 treated with chemotherapy (she reports 6 cycles of adriamycin cytoxan) and left mastectomy and eventual right mastectomy lap reconstruction and bilateral salpingo oophorectomy for brca positive disease.